Event description:
It was reported, syringe 20ml ll s/c 48, foreign matter. The following was provided by the initial reporter: additionally, we had a 20 ml syringe (item 302830, lot 6082056) come out of the IV room today with a brown substance present. To date, we have only seen one 20 ml syringe in this condition.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.